Event description:
Customer's mother called to low blood glucose event. Caller required assistance from physcian regarding the low blood glucose. Caller treated the low blood glucose of 55 mg/dl; the blood glucose reading increased to 78 mg/dl. Customer experienced shakiness, sweating and mental confusion. During troubleshooting, vibration anomaly confirmed. The insulin pump vibration is too lound. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The deviced passed all functional testing. The vibrator function properly with no loud or rattling noise noted. A cracked battery tube threads and scratched display window was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.